Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with the refrigerator. The field service engineer remounted latch housing and adjusted hasp position to improve stability. The fse confirmed that the customer was able to retrieve medication form the nearby station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had an issue with the refrigerator. The customer stated that the refrigerator won't open, there is a problem with the alignment of the lock of the fridge's door. There were no adverse events or injuries reported based on this event.